Event description:
It was reported that prior to surgery the hcp believed the distal end electrode contacts 0 and 1 appeared to be out of alignment with contacts 2 and 3. The lead was not used with the patient. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of lead model 3387s-40, lot # v763711 determined the distal end of the lead was bent new out of box.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.